Event description:
A nurse reported that during the cataract surgery with intraocular lens implant procedure, it is noticed that foreign body adheres to the iol, possibly residue from the cartridge according to physician. Foreign matter can be rinsed away and sucked off. As per the nurse, the problem occurs for about 3 months in irregular intervals.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridges were not returned for evaluation. One qualified lens was indicated with a qualified handpiece and viscoelastic. Two other lens models were indicated. The diopters were not provided. Qualified diopter ranges are different for specific models. It cannot be determined if the lenses were is the qualified diopter range for the model. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. One qualified lens was indicated with a qualified handpiece and viscoelastic. Two other lens models were indicated. It cannot be determined if the lenses were is the qualified diopter range for the specific model. Per the instruction for use (IFU): the company iol delivery system is for implantation of qualified company foldable intraocular lens (iols). No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).